Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their device alarmed for threshold suspend. The customer's blood glucose level was 129mg/dl, and their sensor was 59mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.